Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of cellulitis that became septic and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced with cellulitis that was from an unknown origin and was started in the buttock area. The nurse believed that the cellulitis from the buttock area might have tunnelled through and became septic, which caused peritonitis on (B)(6) 2012. On that same day, the patient was hospitalized for peritonitis. The patient was treated with several broad spectrum antibiotics (unspecified) for the event. The patient was still in the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12e18122 and h12f08089. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.